Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that the liner tip broke into several tiny shards in the wound during emphasys liner impaction. The one large broken piece remaining was sending back. Patient unharmed. Liner was still impacted. According to the information received, the emsys lnr imp tip 40 is broken and foreign body left in patient the product was not returned to depuy synthes, however photos were provided for review. (B)(4). The photo investigation revealed that the emsys lnr imp tip 40 has signs of breakage around the threaded area. However no postoperative x-rays were provided to confirm the foreign body left in patient, therefore this allegation can't be confirmed. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces, like usage of excessive force in a prying motion and off-axis impaction forces. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the emsys lnr imp tip 40 would have contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended user error. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the device lot number is unknown, therefore a device history review could not be performed. If more information become available, the record will be re-assessed.

Event description:
Additional information received states that the lot number was completely illegible. Surgical delay was probably 2 minutes due to having to pick pieces of plastic out of the joint.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the liner tip broke into several tiny shards in the wound during emphasys liner impaction. The one large broken piece remaining was sending back. Patient unharmed. Liner was still impacted.

Event description:
Additional information received and states that "the lot number was completely illegible". Was there a deficiency with the product's etch, was it not legible due to usage or some other reason? It was illegible due to the part of the instrument where the lot number was located breaking into several pieces in the wound. Was not able to piece them back together to read a lot number.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.